Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm hook scissors, it was confirmed that the scissors had broken off of the distal end of the device. The broken scissors were received with the device. The probable root cause/s could be user mishandling, user excessive force or improper sterilization, due to the issue occurring during washing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off.